Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. No button error alarm was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the customer's blood glucose was 300mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.